Event description:
It was reported that during use of this driver to insert an implant for acl reconstruction, the implant broke. This breakage occurred when more than 3/4 of the implant was inserted into the femoral tunnel. The surgeon believed fixation was achieved and chose not to remove the implant. There was no further intervention required for this event, and there was no report of serious injury or surgical delay.

Manufacturer narrative:
Investigation results: conmed linvatec received the driver and confirmed that the tip of the driver was out of specification. Furthermore, its oversize could contribute to breakage of the implant during insertion. A stock audit was initiated along with a supplier corrective action to address this problem. The instructions for use cautions the user: full insertion of the driver within the lumen of the bioscrew xtralok absorbable interference screw is mandatory for proper implant delivery. Care must be taken to line up the lobes of the driver with the slots in the screw. Failure to ensure full engagement may result in implant breakage. Examine the driver prior to screw engagement for gouges, scratches or dents. Be sure the tip is not bent so as not to impede the engagement of the screw. The presence of these defects increases the risk of screw breakage. Repositioning of the bioscrew xtralok screw requires coaxial driver insertion, proper alignment of the screwdriver lobes with screw slots and full driver/screw engagement. Proper positioning of the graft and parallel placement of the guideware prior to screw insertion reduces the risk of screw breakage. The risk of implant breakage can be reduced by "notching" the tunnel and/or by "dilating" the graft/tunnel wall gap with the tip of the driver. Any decision to remove the interference fixation screw during a second procedure must take into consideration the potential risk to the patient of an additional surgical procedure. Implant removal must be followed by adequate postoperative management. The customer has been provided information regarding this problem.